Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the maryland bipolar forceps (mbf) instrument was not opening and closing properly. A back-up instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. However, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between the grips is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.